Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had an infection. A revision was performed and the crt-d was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this newly implanted cardiac resynchronization therapy defibrillator (crt-d) had pocket revision and evacuation due to hematoma. Cultures were taken which determined that the patient had an infection. Subsequently, the device was then explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental report was filed due to additional information received. Updated the whole b5: describe event or problem.